Manufacturer narrative:
Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date, the patient underwent a craniotomy procedure. During the procedure, six (6) matrixneuro screwdriver blades were not retaining the screw properly. They experienced some screw head "stripping" for those small screws. It is crucial that the matrixneuro screwdriver shafts hold the screw properly. It is unknown if there was a surgical delay. The procedure outcome is unknown with no patient consequence. Concomitant device: screw (part# unknown, lot# unknown, quantity# unknown). This report is for one (1) matrixneuro screwdriver blade. This is report 1 of 7 for (B)(4).